Manufacturer narrative:
The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. The event history log review was completed and it noted the presence of this alarm in the log by the presence of upstream occlusion and downstream occlusion alarms on the final days of customer use in the log; however, it cannot be determined if the alarms are true or false. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The device was determined to not meet all product specifications related to the reported event. The failed occlusion test was verified. The cause was determined to be the ultrasonic sensor was determined to be the failing component. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a failed occlusion test. There was no known patient injury or medical intervention associated with this event. No additional information is available.